Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers were requested, but not provided. A supplemental report will be submitted if new information is received. Elevated iop is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
As part of a post approval study a subject underwent uncomplicated combined cataract surgery with hydrus microstent implantation on (B)(6) 2021. At the 1-day post-operative visit, unmedicated intraocular pressure (iop) measured 14 mmhg. At the two-month follow-up ((B)(6) 2021), iop was 23 mmhg and the patient restarted latanoprost. At 3-month post-op, iop was 21 mmhg and the surgeon reported resolution without sequelae.